Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record for the right side. Device remains implanted.

Event description:
Healthcare professional reported "rupture." This record for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported "rupture". This record for the right side. The device has been explanted.